Manufacturer narrative:
The technician found that these functions were not activated on the upper control board after the board was replaced, installation error. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech activated the nurse call, head elevation alarm and boost functions to resolve the issue. Based on this info, no further action is required.

Event description:
The tech was performing preventative maintenance and reported she found the nurse call, head elevation alarm and boost functions were not functioning on the bed. The bed was located in (B)(6) at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).